Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not crossing over. A technical support specialist (tss) reviewed messages created that failed to process due to order not found, verified the order details including creation, last removal, and patient discharge dates, and confirmed with the interface team that the data was beyond cce retention. Discussed with the customer, who stated no additional samples were available, and informed them that further investigation was not possible as the data was likely purged. The customer approved case closure and was advised to report if new examples are identified. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es order was not crossing over. The customer mentioned that the order disappeared when tried to remove the order. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.